Event description:
There was an allegation of a questionable elecsys hiv combi pt assay result for a patient sample tested on the cobas e 411 analyzer (disk system). The initial result was reactive. On (B)(6) 2026, the repeat result was non-reactive using new controls and a new reagent lot.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The customer reported that qc and calibration were acceptable. Per the product labeling, "all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies. Initially reactive or borderline samples giving cutoff index values of = (B)(4) in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended local testing algorithms which include confirmatory tests like hiv-1/hiv-2 differentiation assays, hiv nucleic acid testing (nat) and immunoblot." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.